Event description:
Additional information was received indicating this device, and the other manufacturer's lead, were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's lead, exhibited low out of range pacing impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.